Event description:
Replacement of the subject ICD is scheduled for (B)(6) 2016. Because numerous oversensing episodes have been recorded in the ICD memories, the physician urgently requested an analysis and recommendations concerning the rv lead (lead replacement or implantation of an additional pace/sense lead).